Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient felt on occasion that stimulation was ¿pushing her to void¿ over the past week. The onset was stated as gradual. It was stated that patient had the feeling to go the bathroom and was able to make it. ¿then it started a little bit leaving so she had to rush.¿ it was stated that this morning, the patient stood up and it came gushing out. The patient last saw her healthcare provider (hcp) in (B)(6) 2014. The patient could not remember when her post-operation follow-up was, but the device was checked. The patient also did not remember receiving a box and remote with a manual. However, a programmer was registered in the device registry. It was reported later the same day that the patient¿s husband found the programmer and manual. The patient denied and falls or trauma associated with the event, but the patient was under a lot of stress. The patient was currently on program 1 at 0.7 volts and stimulation was confirmed to be on. The patient increased stimulation to 0.8 volts and could feel comfortable stimulation now. It was also stated that the patient did not receive and direction regarding adjustments. It was reported the next day that the patient contacted her healthcare provider (hcp) and it was suggested that the patient get another programmer. It was reiterated that from the previous call, the patient¿s programmer was working. It was also reported that the implant stopped working on saturday; when she got up she lost urinary. It was mentioned that the patient was fine today.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ee37, implanted: (B)(6) 2014, product type lead. (B)(4).